Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: l2+ *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported he went to the emergency room after he experienced leaking from the pod he was wearing between 4 and 24 hours on his abdomen. He reported symptoms of blood glucose levels greater than 600 mg/dl, polyuria, polydipsia, producing ketones (unspecified result), and ¿feeling fuzzy.¿ in the emergency room he was given intravenous saline and had unspecified blood work done (results unspecified). The patient was discharged after approximately 2.5 hours. A new pod had been successfully placed right before the patient had gone to the emergency room.